Event description:
Ous MDR. It was reported that the tvi introducer was unintentionally pushed through the selectra catheter into the right ventricle during a lead revision. The introducer got hooked in the right ventricle and could not be retrieved. It remains inside the patient. No deterioration of the patient's state of health was reported. The event date was not provided.

Manufacturer narrative:
The medical product has not been provided for analysis and could therefore not be examined. The analysis is therefore based on the provided xray image. It shows an lv and an rv lead. In addition, the tvi from the selectra accessory kit can be seen in the right ventricle. The complaint can thus be confirmed. Despite the available information, no final evaluation can be performed because this would necessitate examining the tvi itself. If additional relevant information or the device itself should become available, please send this also to us. The incident will then be updated accordingly.